Manufacturer narrative:
Patient information was made available and the following fields were updated: a2: dob: (B)(6) 1937; 83 years old. A3: female patient information was made available and the following field was corrected. A1: patient identifier corrected to a.r.

Manufacturer narrative:
H6 code: 3191: migration from guidewire pulling stents out of vessel and a surgical cut down to remove the stents. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient presented with an unknown etiology in the renal artery and underwent treatment using a gore® viabahn® endoprosthesis (vsx) and three gore® viabahn® vbx balloon expandable endoprosthesis (vbx). The physician deployed the first vbx device approximately <1 cm shallow in the treatment zone. Then the physician extended the placed endoprosthesis with an additional vbx device. The physician then deployed a vsx device to line both vbx devices. While attempting to remove the rosen guidewire, the wire dislodged all of the stents and pulled the vbx & vsx devices out of the vessel. The physician was then able to snare all three devices and capture the devices for removal with a large bore sheath. A femoral cut down was then used to remove all snared devices from patient. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, the patient presented with an unknown etiology in the renal artery and underwent treatment using a gore® viabahn® endoprosthesis (vsx) and three gore® viabahn® vbx balloon expandable endoprosthesis (vbx). The physician deployed the first vbx device approximately <1 cm shallow in the treatment zone. Then the physician extended the placed endoprosthesis with an additional vbx device. The physician then deployed a vsx device to line both vbx devices. While attempting to remove the rosen guidewire, the wire dislodged all of the stents and pulled the vbx & vsx devices out of the vessel. The physician was then able to snare all three devices and capture the devices for removal with a large bore sheath. A femoral cut down was then used to remove all snared devices from patient. The patient tolerated the procedure.